Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump was cracked on the screen and on the back casing of the battery compartment, scratch on lcd screen and difficult to read, keypad center button is sticky and hard to press, insulin flow block alarm, grinding sound during rewind. The event involved product(s) mmt-386a, mmt-1884, mmt-332a. Troubleshooting was initiated for pump was dropped/bumped and/or pump has possible physical or cosmetic damage, keypad anomaly and/or stuck button alarm, insulin flow blocked alarm. No harm requiring medical intervention was reported. No product return is required for mmt-386a. No product return is required for mmt-1884. No product return is required for mmt-332a. It was unknown whether continued using the device or not.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. The pump also passed tone test and vibrate check on self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. There were no "no delivery alarm" noted when performing the history review on the event date 12-aug-2024 in the pump history file. No unexpected motor grinding noise anomaly noted during testing. The motor was tested outside of the pump and passed. The pump responded properly to button presses. No button/keypad anomaly noted. No damage noted on the keypad traces. The pump was received with a minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, keypad overlay texture damage, pillowing keypad overlay, stained keypad overlay, and cracked keypad overlay at the select button. No damage noted on the lcd glass. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. Please see below for the pump error(s)/alarm(s) noted 2 days prior to the event date 12-aug-2024 in the pump history file. On (B)(6) 2024 00:29:00.000 alarmalertnotification (40); faultnumber: lostsensor1alert (780). On (B)(6) 2024 00:39:00.000 alarmalertnotification (40); faultnumber: lostsensor1alert (780). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Lost sensor alert - not confirmed. The pump passed the functional testing. Cosmetic damage was confirmed at the front and at the back of the pump. Insulin flow blocked alarm/no delivery alarm not confirmed. Keypad/button unresponsive/button error not confirmed. (Motor grinding noise anomaly) audio/vibrate anomaly/absence of alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.